Event description:
Dental implant failure due to screw fracture.

Manufacturer narrative:
The implant was returned to manufacturer for evaluation. The fracture was on a non compatible screw from another manufacturer. Adin dental implants are designed to be used only with compatible adin's products. In addition, manufacturer's trend analysis show that implant fracture or failure are low-rate adverse events, which are common for endosseous dental implants in clinical use.